Manufacturer narrative:
(B)(4). This lot was manufactured from february 19, 2014 to february 21, 2014. The sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem further described as the device missing the blue tip and/or the tip top. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 1 of 11.